Manufacturer narrative:
The hospital reported that during cardiac thoracic surgery the inner 3000c canister cracked on the bottom causing leakage of blood and tissues into the outer canister and pulled up into the main hose of the manifold tubing. Deroyal: the reported device has not been returned for evaluation at this time. The investigation into the root cause is in process.

Event description:
The hospital reported that during cardiac thoracic surgery the inner 3000cc canister cracked on the bottom causing leakage of blood and tissues into the outer canister and pulled up into the main hose of the manifold tubing.